Event description:
A malfunction alarm, identified as malf 9, was reported, but there was no adverse impact on the customer¿s blood glucose level. Technical support guided the customer through resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support if any malfunction codes appeared again, which the customer agreed to do.